Manufacturer narrative:
The customer did not return the suspected contour meter for evaluation. Therefore, the device history and distribution records were reviewed and it was determined that the meter was intended for the us market and distributed in the us market, which was programed to display the units of measurement in mg/dl. The meter was not configured to be distributed in canada market. The issue occurred outside of ascensia's control.

Event description:
The customer reported that he purchased a contour meter from canada and the meter was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.